Manufacturer narrative:
A pre-analytical issue was suspected. The requested information was not provided despite several reminders. The investigation did not identify a product problem. Due to a lack of data and feedback, the cause of the event could not be determined, but it was consistent with a sample-specific issue.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The qc was acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant low results for 1 patient sample tested with alkaline phosphatase acc. To ifcc gen.2 assay on a cobas c 503 analytical unit. Initial result: 584 u/l. The initial result was inconsistent with the patient's medical history, prompting the repeat of the sample. 1st repeat result: 226 u/l, 2nd repeat result: 455 u/l, 3rd repeat result: 213 u/l . No questionable results were reported outside the laboratory.